Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection of the photo did not identify any abnormalities that could have contributed to the reported condition. A leakage test was performed on the actual device which observed a leak in the assembly between the tube and y-connector. Further inspection of the actual device identified the tube was twisted inside the y-connector generating a channel which may result in a leak; solvent residue was evident on the tube. The reported condition was verified. The cause of the condition was determined to be the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked from an unspecified location. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.